Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices are pending evaluation.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the bed exit alarm was not audible. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the customer reported this event as a general issue, and indicated they did not have any specific devices with the reported issue. 1 device is pending evaluation.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the bed exit alarm was not audible. There was no patient involvement.